Event description:
It was reported to philips that the device has a capacitor energy output problem. There was no patient involvement.

Event description:
It was reported to philips that the device has a capacitor energy problem. The field service engineer (fse) evaluated the device and confirmed the high voltage capacitor was malfunctioning. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.